Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. A right heart catheterization was performed to access the vessel where the sensor is located. The sensor appears flat, but horizontal. The images showed the sensor is against the wall of a vessel that appears to be on the small side. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On 6/3/2020 a right heart catheterization was performed to access the vessel where the sensor is located. The sensor appears flat, but horizontal. The images showed the sensor is against the wall of a vessel that appears to be on the small side.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveforms. Data from the sensor should not be used at this time and it is recommended that the site investigate the cause of the decreased blood flow over the sensor.